Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches"), back pain ("lower back pain"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), headache ("headaches"), abdominal distension ("bloating") and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2017 hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, migraine, back pain, feeling abnormal, dyspareunia, weight increased, headache, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: patient demographic and events (dyspareunia, headaches, weight gain, gastrointestinal or digestive system condition (bloating), menorrhagia were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included fluoxetine hydrochloride (prozac) since 2008. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). In 2013, the patient experienced migraine ("migraine headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition:bloating") and urticaria ("rashes or skin conditions type: hives"). The patient was treated with surgery (on (B)(6) 2017 hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and urticaria had resolved and the dysmenorrhoea, migraine, back pain, feeling abnormal, dyspareunia, weight increased, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received. Concomitant added.events pelvic pain, abdominal pain, heavy vaginal bleeding, menorrhagia outcome updated. Event rashes or skin conditions type: hives added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches"), back pain ("lower back pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a procedure to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, migraine, back pain and feeling abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.